Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer experienced an allergic reaction within a day of wearing an adc freestyle libre sensor. Customer experienced symptoms described as bruising in the insertion site on (B)(6) 2018 and had contact with his family physician who prescribed clobesol (clobetasol propionate- a corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A healthcare professional reported a customer experienced an allergic reaction within a day of wearing an adc freestyle libre sensor. Customer experienced symptoms described as bruising in the insertion site on (B)(6) 2018 and had contact with his family physician who prescribed clobesol (clobetasol propionate- a corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.